Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mine was done 2 years ago/pelvic pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I bled for 6 month"), abdominal distension ("bloating"), fungal infection ("series of yeast infection"), arthralgia ("joint pain"), feeling abnormal ("fogginess") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, fungal infection, arthralgia, feeling abnormal, weight increased and headache outcome was unknown. The reporter considered abdominal distension, arthralgia, feeling abnormal, fungal infection, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, weight gain, bloating, yeast infection, genital bleeding, fogginess, arthralgia, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mine was done 2 years ago/pelvic pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I bled for 6 month"), abdominal distension ("bloating"), fungal infection ("series of yeast infection"), arthralgia ("joint pain"), feeling abnormal ("fogginess") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, fungal infection, arthralgia, feeling abnormal, weight increased and headache outcome was unknown. The reporter considered abdominal distension, arthralgia, feeling abnormal, fungal infection, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, weight gain, bloating, yeast infection, genital bleeding, fogginess, arthralgia, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received (social media): reporter added. Event medical device removal was updated pelvic pain and other events weight gain, bloating, yeast infection, bleeding, fogginess, joint pain, headaches were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine was done 2 years ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('mine was done 2 years ago/pelvic pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I bled for 6 month"), abdominal distension ("bloating"), fungal infection ("series of yeast infection"), arthralgia ("joint pain"), feeling abnormal ("fogginess") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, fungal infection, arthralgia, feeling abnormal, weight increased and headache outcome was unknown. The reporter considered abdominal distension, arthralgia, feeling abnormal, fungal infection, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, weight gain, bloating, yeast infection, genital bleeding, fogginess, arthralgia, headaches quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received (social media): reporter added. Event medical device removal was updated pelvic pain and other events weight gain, bloating, yeast infection, bleeding, fogginess, joint pain, headaches were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine was done 2 years ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: significant amendment for adding ccc and correct dpc. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine was done 2 years ago ') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure.